Event description:
It was reported that the patient experienced diaphragmatic stimulation from left ventricular lead. It was resolved by deactivating lead. Later, entire system was removed due to patient had superior vena cava occlusion.